Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient still had ¿problems with the device¿ and explained that it was sometimes hard to get to the bathroom in time. It was noted that the patient was in a car accident in (B)(6) and that they got knocked down and broke their hip in (B)(6) 2019. They stated that the issue device/therapy not helping problems started after they broke their hip. Actions taken prior to the report was that the patient had tried increasing the amplitude the other night but it did not seem to do any good. They went higher and it seemed painful so they turned it back down. The patient had not contacted their healthcare professional (hcp) yet but was redirected to follow up with them to have their device checked. There were no further complications reported or anticipated.